Event description:
Child had bilateral bone anchored surgery on (B)(6) 2014. Patient seen by physician on (B)(6) 2014 where it was observed the left side implant was loose and it was removed. Patient to have revision surgery on (B)(6) 2014. No report of infection or trauma.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.